Event description:
A peritoneal dialysis (pd) patient reported having an infection in the abdomen as well as having a scheduled catheter removal for the follow day. In additional follow-up, a pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital. The patient had a pd culture obtained which revealed growth of the bacteria enterococcus faecalis and the patient was diagnosed with peritonitis. The nurse confirmed the patient had the pd catheter removed and received intra-venous (IV) cefepime and vancomycin (dose not provided). Additionally, the patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on an unspecified date, the patient was discharged from the hospital. The patient is reportedly recovering from the peritonitis event and will continue outpatient hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis was directly attributed to a breach in aseptic technique as the patient self-reported vision difficulty when performing pd treatment due to concomitant cataracts and glaucoma.